Manufacturer narrative:
(B)(4) date sent: 08/04/2021 d4: batch # u5eg89 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as no malformed staples were observed and the device was performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during stapling of the low rectum, there was an important failure since the complete closure of the staples did not occur, requiring complete reinforcement of the anastomosis with suture. This event makes the procedure much more difficult and less secure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/16/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Additional information was requested, and the following was received: was surgery delayed due to the reported event? A: surgery was not postponed. It was finished. Was procedure successfully completed? A: yes. Were fragments generated? A: no. If yes, were they removed easily without additional intervention? A: no fragments were generated. Patient status/ outcome / consequences? A: the patient was discharged from the hospital. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? A: it was not necessary. Is the patient part of a clinical study? A: no.